Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product was received but its pending evaluation. A follow up report will be submitted upon completion. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver functional test was performed and passed all relevant testing. Receiver pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be allegation not found. The reported event of signal loss over one hour is reportable based on loss signal over one hour. No injury or medical intervention was reported.